Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for either of the two systems owned by this facility. Corneal burn is an issue that is occasionally reported with cataract surgery. According the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure, a patient experienced a corneal burn right after the surgeon inserted the tip in the eye with footswitch depressed to position #3. Additional information has been requested.